Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correctional/removal number: z-0956-2020. (B)(4). S/w version 4.10e. Unit passed displacement test. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit received with scratched display window, missing serial number label and cracked reservoir tube lip.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.